Event description:
Ous MDR - after an implantation period of approximately 5 months it was reported that thresholds increased up to > 4.6 v at 0.4ms. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. During the mechanical inspection, the mandrin could not be inserted into the lumen of the lead without problems. The analysis showed that residues of coagulated blood inside the inner conductor helix prevented a complete advance of the mandrin. These coagulated blood residues probably originate from the lead explantation. A new mandrin could be easily inserted into the lead. The analysis did not show any anomalies that could be related to the clinical complaint. The measurement values of the electrical analysis, in particular, were within the technical specification. No anomalies could be found during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.